Manufacturer narrative:
The following devices were also listed in this report: titanium revision acetabular; cat# 509-02-60f; lot# 3t14pw. Mod con dist stem 24 x 155 mm; cat# 6276-7-024; lot# caxm425c. 31mm mod rev hip bdy/blt +20mm component level 9006-1-231; cat# 6276-1-231; lot# 49306601. Osteolock bone screw 35mm; cat# 5260-5-035; lot# 53444301. Osteolock bone screw 35mm; cat# 5260-5-035; lot# 53630101. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Postoperative diagnosis: the patient underwent right total hip replacement (B)(6) 2011. Patient had infection then underwent revision right total hip arthroplasty (B)(6) 2015. Patient had status post infected right total hip arthroplasty with prostalac prosthesis. Patient underwent total right hip arthroplasty with revision of all components (B)(6) 2016 and (B)(6) 2018.